Event description:
It was reported that an (B)(4) was removed intraoperatively due to bent haptic. The incision was slightly enlarged to remove the lens, and a backup lens was implanted with no problem. The (B)(4) was used as the delivery device. No sutures were used to close the wound. Please reference MDR# 1119279-2012-00028 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but has not been returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.